Event description:
It was reported that the device was used during a laparoscopic tubal ligation. It was reported, the spacer on the device fell off in the patient's vagina. The patient was seen in the ER 3-4 days post op, and was sent home. The patient was seen again in the ER 6-7 days post op, and the spacer was removed.